Manufacturer narrative:
Batch review performed on 18 november 2025: lot 160907: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-mar-17. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Lot 121744: (B)(4) items manufactured and released on 04-jul-2012. Expiration date: 2017-may-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 141168: (B)(4) items manufactured and released on 06-may-2014. Expiration date: 2019-mar-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting instability and stem subsidence. It has been reported that the patient dislocated 2 times, but it is not confirmed and no additional info are available. The surgeon revised the medacta stem and head to a competitor stem and head and revised the medacta liner to a medacta liner. The surgery was completed successfully.